Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017 he obtained a result of ¿280mg/dl¿ on the subject meter, which he felt was inaccurately high in comparison to a result of ¿219mg/dl¿ obtained on a ¿true metrics meter¿. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes by self-adjusting his insulin doses and exercised from (B)(6) 2017. The patient reported that ¿two and a half hours¿ after the issue occurred his ¿sugar crashed¿ and that he developed a symptom of ¿shaking¿ and he self-treated with food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.